Event description:
It was reported the manufacturing representative thought the patient¿s implantable neurostimulator (ins) was flipped. It was noted that a coupling problem was reported. It was further noted the patient had not been able to get any coupling bars. The reporter stated the patient used to be able to get 4-8 coupling bars and now they had zero coupling bars. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information indicated the ins flip was confirmed with x-ray. The ins was flipped back and was now functioning normally with eight bars of coupling.

Manufacturer narrative:
(B)(4).